Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to have residue throughout the needle and was received with both slides in the initial position. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the received device was able to prime, fire and obtain sample without any issues. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an echo-guided renal biopsy procedure, the device allegedly failed to fire. Reportedly, the patient experienced pain and bleeding after biopsy. It was further reported that the paracetamol was given for pain. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an echo-guided renal biopsy procedure, the device allegedly failed to fire. Reportedly patient experienced pain and bleeding after biopsy. Paracetamol was given for pain. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.